Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped and user requested detector shock log history. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped. Functional checks were performed on the detector and resulting in performance as per manufacturers specifications. As requested by the user, the detector shock log was gathered and will send it to the user via email along with the work order. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was operational and is returned to clinical use.

Event description:
It was reported that the detector was dropped and requires shock logs. The device was in clinical use and there was no patient or user harm.